Manufacturer narrative:
Pump received with normal operating currents no unexpected battery out limit alarm during testing noted. Pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the buttons were not responding on the insulin pump. Customer's blood glucose was 600 mg/dl. The mother treated the customer's blood glucose with a manual injection. It was also found the customer had a battery out limit alarm and a button error alarm shortly after. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.